Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter stated that for the past two days, the ok keypad button required hard presses in order to get a response. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
Follow-up #1 date of submission 03/12/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the ok keypad button and all of the other keypad buttons required more force and multiple button presses in order to elicit a response and were intermittently responsive. The keypad buttons were also found not click back or spring back normally. There was evidence of contamination found under the key contacts.